Event description:
Caller reported a tandem mobi cartridge alarm during the load process, confirmed as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a replacement pump for the customer, who was instructed on returning the problematic pump and the steps to follow upon receiving the new pump. The customer will use a multiple daily injection therapy to ensure insulin delivery is not interrupted.